Event description:
Pt was revised to address loosening of the tibial and femoral components. Poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. Product info required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted the product was implanted for approximately 15-1/2 yrs prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.